Manufacturer narrative:
Review of the device history record for the lot in question confirmed all parts met manufacturing requirements prior to release. There is no suspected device failure. The reported patient complications are inherent risks to this type of procedure and are included in the device instructions for use. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. This report is being submitted as the baylis medical device was among the many devices used during the procedure.

Event description:
The nrg transseptal needle was used for transseptal puncture during a watchman procedure. Successful transseptal puncture was achieved posteriorly. An amplatz wire was exchanged and the watchman sheath was inserted. Once across, the physicians observed contrast remaining in the pericardium on fluoroscopy. The sheath was believed to be in the pericardium. When the sheath was removed, tamponade occurred requiring pericardiocentesis to be performed. A blood clot formed around apex area of the pericardium and a pericardial window was performed. The procedure was aborted due to the procedural complications. The physician could not confirm the cause of the complications. There is no evidence to suggest that the baylis medical devices caused or contributed to the reported incident. This report is being submitted as the baylis medical device was among the many devices used during the procedure.